Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
It was reported that the complaint states that inaccurate readings were reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2023. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and no pairing code. The allegation was confirmed. The probable cause was determined to be the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - addition information. D9 date device returned - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - addition information.